Event description:
As reported by the edwards clinical specialist (cs), post transfemoral transcatheter aortic valve replacement (tavr) procedure, approximately 7-8 hours post op, the patient expired. The cause of death was pericardial tamponade related to the tavr procedure. Per report, a conduit to the rcia was placed during tavr procedure for femoral access. The valve had been positioned and placed 60:40 and deployed under rapid pacing. The patient was noted to be stable and was transferred to post care unit. There were no reported issues during the procedure.

Manufacturer narrative:
A device history record (DHR) review for the valve was performed and all manufacturer's specifications were met prior to the release for distribution. Investigation is ongoing.

Manufacturer narrative:
Additional information provided by the valve coordinator at the account indicated that approximately 2 hours post procedure, after the anesthesia had been reversed; the patient indicated that she was in great pain from the incision that had been made to her common iliac artery. Shortly after, the patient's blood pressure was noted to have increased to 200 systolic and the patient became very hypertensive and coded. The attending physician believes that the significant systolic hypertension may have caused a rupture and in turn the pericardial tamponade. Per the instructions for use (IFU), pericardial effusion is a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), and aortic valve replacement/ bioprosthetic heart valves. Pericardial effusion typically can be caused by a variety of local and systemic disorders, or it may be idiopathic. In tavr patients, it could be caused by guide wire perforations or annular ruptures. In this case, the exact cause for the pericardial effusion cannot be confirmed. As noted above, it was reported that the physician believes that the significant systolic hypertension may have caused a rupture, which in turn developed into a pericardial tamponade. The exact cause for the event is unknown as an autopsy was not performed, however per report; there is no allegation of a device malfunction. It is possible that the event was related to a combination of significant patient co-morbidities and procedure factors. No corrective or preventive actions are required.